Event description:
The customer reported a defect and debris in the image during preparation for use and before the patient was in the procedure room. The issue involved an olympus ultrasound bronchofibervideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.